Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Additionally it was reported that during the load process, the pump delivered insulin without customer interaction. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.